Event description:
(B)(4) distributor reported on behalf of their customer, that in surgery the tibial insert would not sit down fully on the tibial baseplate and locking wire separated from insert on extraction from baseplate. It was reported that the locking wire separated very easily and insert was not mishandled.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the event lead to an hour's extension to the surgery as an implant had to be borrowed from another hospital and transport had to be arranged. This was a primary knee replacement.

Manufacturer narrative:
An event regarding a disassociated locking wire involving a triathlon #3 ps insert 16mm was reported. The event was confirmed. A visual analysis concluded that it appears that an unsuccessful attempt was made to seat the insert into the baseplate; the insert was subsequently removed from the baseplate which displaced the locking wire. It is not believed that patient factors contributed to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The results of the investigation indicate that the surgical protocol was not followed. Based on the event description and the visual analysis, an unsuccessful attempt was made to seat the insert into the baseplate, the insert was subsequently removed from the baseplate which displaced the locking wire.